Event description:
Burr came loose, had to reseat and continue. Case type: pka. Surgical delay: =15 minutes. Did the burr completely detach during the cutting process? As per the mps: "yes".

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor burr came loose, had to re-seat and continue. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor burr came loose, had to re-seat and continue failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(6) (engineer, r&d robotics) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Burr came loose, had to reseat and continue. Case type: pka. Surgical delay: =15 minutes. Did the burr completely detach during the cutting process? As per the mps: "yes".